Event description:
Follow up: philips has investigated this complaint. The user was performing a coronary procedure. The system stopped working while the patient had a needle and wire inserted in the jugular vein. The patient was moved to another room, where the procedure was finished successful. A philips engineer checked the system onsite and identified that the 24v/12v/5v power supply failed. The analysis of the log file also confirmed the failure of the power supply. The 24v/12v/5v power supply was replaced after which the system was returned to use in good working order.

Event description:
It was reported to philips that the allura xper system froze during a procedure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.